Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine (4 mg/ml) at 3.2885 mg/day via an implantable pump for spinal pain and complex regional pain syndrome (type 1). The healthcare provider changed her schedule, so the patient's original refill appointment was canceled. As a result the patient missed a refill and the empty reservoir alarm occurred on (B)(6) 2016. The patient was seen in another clinic on (B)(6) 2016 and was refilled with preservative free normal saline and programmed to minimum rate mode (0.006 ml/day). Two days later the patient was at the healthcare provider's office. The healthcare provider was considering refilling with a much lower concentration (0.5 mg/ml duramorph). It had been 47 hours since the preservative free normal saline was refilled into the pump, so 0.112 ml had been delivered. The healthcare provider decided not to refill the pump with duramorph and instead decided to leave the preservative free normal saline in the pump at minimum rate. The plan was to refill at a later date. There were no symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.